Manufacturer narrative:
Investigation summary: it was reported by the health professional the needles would leak from the hub. To aid in the investigation, five samples with the plastic shield were received for evaluation by our quality team. Each sample was connected to a syringe with saline solution. The flow of the solution was acceptable and no leakage was experienced. It could be possible these products are not being used as intended. These units are for one time use. A device history record review was completed for provided material number 305106, lot number 1049971. The review did not reveal any detected quality issues during the production of this lot that could have contributed the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle leaked from the hub during the botox injection. The following information was provided by the initial reporter: "leak from where the hub and shaft of the needle meet during botox injections."